Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
Patient was in defib- the device displayed a defib error 8134 during the shock attempt. Unit was turned off, then on, and it shocked at 200j and the pt recovered.